Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced bent cannula which resulted in hospitalization. Customer was hospitalized on (B)(6) 2015 with blood glucose of 596 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip and monitored. Customer was not wearing insulin pump for six hours prior to hospitalization.